Manufacturer narrative:
Device being sent to manufacturer.

Event description:
The manufacturer was notified that a mitroflow biological heart valve implant was explanted from a patient on (B)(6) 2018. No further information was received.

Manufacturer narrative:
The device was returned to the manufacturer on nov 8, 2018. A gross inspection of the device was performed. The returned valve appeared deteriorated with traces of pannus and organic deposition.

Manufacturer narrative:
The device was returned to the manufacturer on nov 8, 2018. A gross inspection of the device was performed. The returned valve appeared deteriorated with traces of pannus and organic deposition. The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa19, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa19 mitroflow aortic pericardial heart valve at the time of manufacture and release.the manufacturer performed visual, x-ray and histological analysis on the returned device. The gross examination of the returned mitroflow lxa19, revealed a tear in leaflet b that caused a low degree if insufficiency. Pannus tissue overgrowth into the inflow lumen caused a low degree of stenosis. There was no evidence of calcification or endocarditis in the returned valve. Cuspal tears without calcification are related to direct mechanical damage to the collagen structure during functional opening and closure of the cusp. Histological analysis, performed in this mitroflow valve, showed the presence of lipid infiltration (cholesterol clefts) in the leaflet pericardial tissue. This lipid infiltration may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this mitroflow valve, may lead to leaflet tears. Histological analysis also identified inflammatory cells throughout the sample. It is possible that the patient¿s clinical history and risk factors may have contributed to the valve degeneration. However, due to the limited patient and event information available the exact cause of the calcification, and consequent structural valve deterioration cannot be determined at this time.